Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. There was adequate capture and sensing but the patient had exacerbation of congestive heart failure and the physician elected to attempt a revision. The lead was surgically abandoned and a new lv lead was successfully placed in a more lateral branch in a more optimal position. There were no further adverse patient effects reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.